Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) as it was not connecting to the charger despite multiple charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to poor charger-ipg alignment. This is a known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Therefore, this investigation will be assigned a probable cause of "failure to follow instructions". The ipg thermistor was likely being triggered due to poor ventilation while charging and/or poor charger-ipg alignment while charging. This resulted in the ipg having difficulty fully charging.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) as it was not connecting to the charger despite multiple charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.